Event description:
It has been reported to us that occlusion balloon wire became separated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician performed aspiration on the vessel. The physician deflated the occlusion balloon and attempted to insert a stent delivery catheter and noticed that the proximal side of the occlusion balloon wire was missing. The device was removed and replaced with another to complete the case. The device will be returned for eval.

Manufacturer narrative:
(B) (4). Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.